Manufacturer narrative:
Result: dip switch settings needed to be changed. Conclusion: dip switch settings were changed per hospital request in order to facilitate bed move to new location. It is not known if the bed was moved at the time of the modification, therefore, it is not known if it was working to specification. If further info regarding location of bed at the time of change, or if info on whether bed was operating to specification is discovered during investigation, a follow up will be filed.

Event description:
It was reported by service report that the dip switch settings needed to be changed. It is unk if there was pt involvement or there are adverse consequences to report.